Event description:
It was reported that a continuous glucose monitor error 42 occurred on the pump. Customer reset the device and was able to resume insulin delivery. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.